Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.